Event description:
It was reported that shaft break occurred. The 90% stenosed, 8x3.75mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.75mm x 8mm quantum maverick balloon catheter was advanced to dilate the lesion. However, it was noted that the shaft was fractured at 30cm from the distal end. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 8x3.75mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.75mm x 8mm quantum maverick balloon catheter was advanced to dilate the lesion. However, it was noted that the shaft was fractured at 30cm from the distal end. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 98.4cm from the hub. The balloon is partially loose and there are multiple kinks along the hypotube. Microscopic examination did not reveal any damages. Inspection of the remainder of the device presented no other damage or irregularities.